Manufacturer narrative:
(B)(4). Evaluation summary: the report of stenosis and pannus growth was confirmed. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the inflow aspect, and created a ring around the surface of the leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and heavy at the outflow aspect. Host tissue fused leaflets 2 and 3 near commissure 3 on outflow aspect. Host tissue restricted leaflet mobility and led to stenosis. The leaflets were observed to be thickened and swollen at the free margin near the commissures, and on the cusp of leaflet 3. Non-transmural leaflet damage was observed on leaflet 2 near commissure 3. X-ray demonstrated wireform intact. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 21 mm aortic pericardial valve, implanted seven (7) years and four (4) months, was explanted due to aortic stenosis secondary to pannus growth. This valve was originally implanted for aortic valve replacement to correct aortic stenosis. The valve was explanted and replaced with 21 mm edwards magna ease aortic valve with no adverse patient effects reported as a result of the valve replacement.